Event description:
Based on the information received in the notice of litigation: " a grounding pad with the identification e75007 and bearing your company's name was used during the surgery.. . As a result of a malfunction of the grounding pad, the pt was burned and was caused significant pain and embarrassement. Pt sustained a scar from the shock that required medical care. Additional information received via the operative notes: betadine was used on the pt and the burn was treated with bacitracin ointment. Photographs of the reported burn were provided,however,it is difficult to make any conclusions about the seveity of the burn due to the quality of the photographs. Note: during routine review of this report was re-evaluated. At that time the decision was made to file a report based on the information received.